Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and the reservoir does not stay locked in. However, the operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, cracked case at reservoir tube window corners, lcd window and reservoir tube window. The insulin pump had broken battery tube threads. The insulin pump was missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was damaged and reservoir no longer stayed in compartment. Customer does not know how damage occurred, but states that insulin pump was dropped. Customer's blood glucose was 500 mg/dl due to reservoir not staying in. Customer was advised that insulin pump would need to be replaced.